Manufacturer narrative:
B1and h1: updated reportability. H6: added e2343. Investigation summary: the cause of the detection failure was not determined since data logs were not provided and the returned pump did not reproduce the failure. Clinical rationale: a male patient of unknown age was being prepared for impella cp support for the treatment of acute myocardial infarction with cardiogenic shock. The complaint involved a failure of pump 1 to establish communication with the aic, preventing its use. Replacement with a second impella cp pump resolved the issue, and the patient remains supported without further complications. At this time, there is no evidence of patient harm, and no additional data regarding root cause has been made available. Further investigation will proceed upon return of the device. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
A2 and a4 were unknown. The impella device was received from the customer for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that upon implantation of an impella cp the pump was not recognized by the supporting automated impella controller. A new pump was used to continue patient support. The patient was in stable condition.